Manufacturer narrative:
Concomitant products: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014 and received several unsuccessful cavity integrity assessment (cia) tests. A hysteroscopy and a laparoscopy were performed and the physician visualized a uterine perforation. The attempted novasure procedure was aborted. The physician "only cauterized a bit to stop the bleeding". The pt was discharged home. A hysteroscopy, dilatation, mirena removal and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.